Event description:
Reported as: "it was noted in 2008 on investigation that the band was potentially unlocked or open. Pt. Was re-operated in 2008, and it was noted by the surgeon that the band had snapped on the notch on the belt of the band. This band was removed, and replaced with an ap small. The 10cm band that was removed will not be returned."

Manufacturer narrative:
Strain relief. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The serial number has not been reported to allergan. Based upon the implant date provided, by the reporter, the connector type is assumed to be a strain relief. Allergan has not received the product. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly, may result in its subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."